Manufacturer narrative:
No product will be retunred for eval.

Event description:
On (B)(6) 2011, pt reported elevated blood glucose due to bent infusion cannulas. This occurred intermittently for 3-4 months but was "really bad" in (B)(6) 2011. Pt would start to feel sick and check her blood glucose and find it was elevated. She would then change the infusion headset and find the cannulas were bent. Pt reported that it appeared the cannula never entered her body. Blood glucose elevated to the range of 400 - "hi" mg/dl, and normal blood glucose is 120-150 mg/dl. Pt delivered boluses to decrease blood glucose. Pt had difficulty inserting the headset and found the infusion set insertion device cumbersome. Infusion sites were located on her abdomen and lower thigh, and pt would notice the concern approx 3 hours after the headset was inserted. Headsets were inserted manually and with the insertion device. Alleged infusion sets were discarded and were not requested for eval. Infusion sets were previously replaced with a different type. The pt did not require treatment from a health care professional or second party to address the issue.